Event description:
The customer reported that system showed an error message and could not be used.

Manufacturer narrative:
(B)(4). The investigation showed that the field service engineer on site determined that one of the connectors between the flat detector and the power supply had come loose. Normally the connector is secured by screws. From the investigation, it was found that the screws intended to hold the connector in place were missing. Over time system movement may have caused the connector to become loose and separated. The fse added and securely tightened the screws and the issue was resolved.